Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat indication a polarsheath was selected for use. Air was aspirated by the hemostatic valve. The sheath was replaced immediately with another of the same model. The procedure was completed with no patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.